Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a loud unusual noise and overheated in 5 minutes (118.1 degrees should be less than 118 degrees in 10 minutes). It was determined that the device also failed the thermistor and hand control assessment. It was further determined that the bearings and motor were worn out, causing the noise and overheating. It was further determined that the flex circuit potting was cracked and worn out, causing the failed thermistor and hand control assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was making noise and running hot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.